Event description:
It was reported that a vial-mate reconstitution device had leaked during use. The drug which had leaked was a non-baxter drug. The process step that this malfunction occurred is unknown. There was no patient involvement nor adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Evaluation summary: the device was returned to baxter and has been evaluated. During testing the device functioned as intended. The reported condition could not be confirmed nor could a cause be determined. A follow-up report will be filed if any additional relevant details become available.